Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of noise where capture was not able to be assess due to the noise. The rv lead also has exhibited high pacing impedance measurements of greater than 2500 ohms for over two years. The clinic had elected to continue to monitor the patient, however she came into the hospital bradycardic and symptomatic due to the device being past end of life (eol). A fracture of the lead was suspected as the cause due to an abrupt change in the impedance value two and a half years ago from 640 ohms to 1820 ohms, then to 2500 ohms a few months later. Subsequently a revision procedure was performed where the rv lead was surgically abandoned and the pacemaker was explanted for reported normal battery depletion.